Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that dull knives were noted during surgeries. Per the reporter it was hard to open the eye. Additional knives had to be obtained in order to continue the procedures. Patient impact information is unknown. Additional information has been requested. This is one of four reports being filled for this facility. This report is for the second knive of this surgery day.